Event description:
It was reported that the patient died while on holiday, due to known reasons. However, the patient got multiple shocks from the ICD before admission to the hospital. It is uncertain whether the shocks were appropriate or not. At the hospital, resuscitaion was performed for 45 minutes without success, and the patient died. The physician does not consider the incident to be caused by the device.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to persistant tricuspid insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.